Event description:
The customer alleged while getting info for an unrelated issue on the info line that the staff had reported no loss of "ac" alarm during testing. The customer replaced the batteries and power switch. They had discarded the parts and have been instructed to send suspected failed parts back to MFR on the returned goods authorization for failure investigation. The unit passed extended self testing. It is not verfied that there is no audible alarm, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.